Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited functional undersensing. Additionally, the device incorrectly interpreted supraventricular tachycardia as a ventricular arrhythmia leading to inappropriate anti-tachycardia pacing and shock. Programming changes were made. The patient was stable.